Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent early-morning low and urgent low glucose alerts, with the user treating hypoglycemia and delaying meal announcements until glucose trended above 100 mg/dl, which was explained as interfering with ilet learning. Symptoms included hypoglycemia with a nadir of 50 mg/dl, detected by device alerts, without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral glucose and no need for assistance or professional intervention. Investigation included troubleshooting and education regarding meal announcements based on carbohydrate amount and timely entry to support device adaptation. Investigation of this case revealed user management factors contributing to low glucose events due to delayed meal announcements after treatment of lows. It was concluded that the event involved hypoglycemia with user-related timing of meal announcements, and education was provided to mitigate recurrence.